Event description:
It was reported that patients stimulator has worked intermittently. The patient underwent an ipg replacement procedure with an MRI compatible one and was doing well postoperatively. The explanted ipg was kept by facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.